Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to attach the tubing connector to the cartridge during a supply change, consistent with a fitting problem involving the connector/coupler; the user switched to a different connector, seated the infusion set, confirmed drops, performed the fill, and completed the sequence without further issues. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.